Event description:
Complainant alleged that the power knob in the device is missing. The device can power on only if pliers are used. Complainant indicated that there was no pt involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for eval and this complaint is still under investigation.